Event description:
It was reported a critical alarm was heard and confirmed by telemetry. The alarm was due to a motor stall. The stall was constant. The patient heard the alarm last friday and began to feel withdrawal. The motor stall occurred on (B)(6) 2014 and the tube set log occurred on (B)(6) 2014. There was no recovery noted, and no MRI had occurred. The pump was updated to minimum rate mode. Eri (elective replacement indicator) was 2 months. The patient would be treated with oral medication. The pump contained baclofen, marcaine and morphine. It was further reported the patient was in a lot of pain.

Manufacturer narrative:
(B)(4).

Event description:
Correction: [the motor stall occurred on (B)(6) 2014 and the tube set log occurred on (B)(6) 2014.] It was later reported that, several months prior to this report, the patient experienced withdrawal, a headache and flu-like symptoms, specified as body aches and nausea. Per pump logs, a motor stall occurred on (B)(6) 2014 at 10:11am with a tube set message 48 hours later. As of (B)(6) 2014, no motor stall recovery was logged. The cause of the stall was unknown. On (B)(6) 2014, the active alarms were silenced. Per pump logs, the elective replacement indicator (eri) occurred on (B)(6) 2014. The pump was replaced on (B)(6) 2014. At this time, the catheter was replaced, as it was found to be fractured at the spine. The distal segment was somewhere inside the patient. Following this surgery, the patient received effective therapy.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication as well as a stall due to shaft bearing. Analysis of the catheter found no significant anomaly. The catheter was incomplete and returned in segments.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).